Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02632. It was reported the patient was unable to set the ipg to MRI mode. Diagnostic testing revealed high and low impedances on lead contacts. It was discovered that one of the leads had migrated. As a result, the scs system was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Event description:
Related manufacturer reference number: 3006705815-2019-02632.